Event description:
It was reported the physician implanted a 30mm gore helex septal occluder to close an atrial septal defect. The defect balloon sized to 16mm and had a deficient anterior / superior rim. The device was implanted but shortly after the patient left the cath lab, the device embolized. A snare was used to remove the device. The patient was doing well and will be re-evaluated for closure at a later date.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. An image review stated the following: the asd was sized with a sizing balloon. On echocardiography, the balloon size diameters were ranging from 1.51mm, 1.61mm, to 1.64mm and on fluoroscopy, the balloon diameters were around 16.85mm to 17.08mm. A 30mm gore helex septal occluder was deployed to close the asd. Fluoroscopic images demonstrated even disc deployment on both discs with a secure lock on the occluder. The echocardiographic images demonstrated the occluder was securely displayed over the aortic root and with good apposition and adequate disc coverage over the surrounding rims. There was no evidence of the device impinging on the atrioventricular or semilunar valves or compromising the function of the valves. Initially, there were some residual leaks through the occluder at the anterior inferior and posterior inferior portion of the disc; however, as time progressed the residual leaks subsided to less than 1mm and were insignificant. The superior portion of the right disc protruded into the right atrium and superior vena cava. Color flow demonstrated the protrusion of the right disc did not interfere with the flow from superior vena cava. Final images revealed the asd was closed with good results. With good closure there were no reasons for device embolization identified other than the possible undersizing of the device.